Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was 300mg/dl. Customer reported hyperglycemia but no treatment stated. Customer stated the device was exposed to moisture. Trouble shooting occurred but issue was not resolved. The customer was advised that the insulin pump would be replaced and product will return for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.